Manufacturer narrative:
The device has not yet been received for eval. Should additional info be received a supplemental form will be completed.

Event description:
It was reported that the wake button has become detached from the pump. There was no pt involvement as the pump was not used for insulin therapy.